Manufacturer narrative:
Intuitive has not received the permanent cautery hook instrument to perform failure analysis at the time of this report. Image review: a review of the information associated with this event has been performed by failure analysis engineer. From the photos provided, it was confirmed that part of the stainless-steel hook at the distal end of the permanent cautery hook instrument has fractured completely.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, a 0.5cm piece at the curve of the permanent cautery hook broke off and fell into the patient. The customer reports this was the first installation of the instrument, and it broke at first contact with unspecified tissue. The instrument had been inspected by the circulating nurse and scrub tech prior to installation and no issues were found. There were no collisions or difficulties installing the instrument. The customer stated there were 2 uses left. The surgeon was able to retrieve the fragment, however there was a surgical delay of approximately 2 hours, and multiple x-rays taken to locate the fragment. The procedure was completed robotically with no additional incisions made.